Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,lower right pelvic") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's disease") in an adult female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "a good ablation with nova sure ablation on (B)(6) 2009" and device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding and endometrial polyp. Concomitant products included cetirizine hydrochloride (zyrac) and levothyroxine sodium (synthroid). In 2009, the patient experienced constipation ("constipation,"), menorrhagia ("menorrhagia,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have weight increased ("weight gain") and experienced vision blurred ("vision/eye problems type: blurred vision") and photophobia ("sensitivity to light"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), inflammation ("inflammation / inflammation of right leg"), night sweats ("night sweats"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands"), hypersensitivity ("allegories,"), dental caries ("decaying teeth"), peripheral swelling ("swelling of feet and legs"), anxiety ("anxious"), adrenal disorder ("adrenal issues"), depression ("depressed."), tooth disorder ("dental problems"), pain in extremity ("pain right leg") and scar ("scar tissue on right side connected to abdomen"). The patient was treated with surgery (laparoscopy b/l robotic salpingectomy with cornual resection and repair with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vision blurred had resolved, the autoimmune thyroiditis, dysmenorrhoea, inflammation, weight increased, night sweats, abdominal distension, feeling abnormal, hypoaesthesia, hypersensitivity, dental caries, peripheral swelling, anxiety, adrenal disorder, depression and menorrhagia had not resolved, the constipation was resolving and the vaginal haemorrhage, female sexual dysfunction, migraine, headache, photophobia, fatigue, tooth disorder, pain in extremity and scar outcome was unknown. The reporter considered abdominal distension, adrenal disorder, anxiety, autoimmune thyroiditis, constipation, dental caries, depression, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, headache, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, migraine, night sweats, pain in extremity, pelvic pain, peripheral swelling, photophobia, scar, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. 4 coils from the left ostia and 2 coils from the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pathology test - on (B)(6) 2009: endocervix (curettage}; fragments of benign endocervical and lower uterine segment mucosa. Endometrium (curettage): inactive endometrium with pseudodecidualized stroma consistent with exogenous hormone effect. Fragments of benign endometrial polyp no evidence of hyperplasia or malignancy. Ultrasound scan - on an unknown date: the patient underwent a pelvic ultrasound in (B)(6) 2009, which revealed a probable endometrial polyp or small fibroid, 1.6 x 1.3 x 1.43 in the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,lower right pelvic") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's disease") in an adult female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "a good ablation with nova sure ablation on (B)(6) 2009" and device monitoring procedure not performed "patient didn't undergo essure confirmation test". The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding and endometrial polyp. Concomitant products included cetirizine hydrochloride (zyrac) and levothyroxine sodium (synthroid). In 2009, the patient experienced constipation ("constipation,"), menorrhagia ("menorrhagia,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have weight increased ("weight gain") and experienced vision blurred ("vision/eye problems type: blurred vision") and photophobia ("sensitivity to light"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), inflammation ("inflammation / inflammation of right leg"), night sweats ("night sweats"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands"), hypersensitivity ("allegories,"), dental caries ("decaying teeth"), peripheral swelling ("swelling of feet and legs"), anxiety ("anxious"), adrenal disorder ("adrenal issues"), depression ("depressed."), tooth disorder ("dental problems"), pain in extremity ("pain right leg") and scar ("scar tissue on right side connected to abdomen"). The patient was treated with surgery (laparoscopy b/l robotic salpingectomy with cornual resection and repair with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vision blurred had resolved, the autoimmune thyroiditis, dysmenorrhoea, inflammation, weight increased, night sweats, abdominal distension, feeling abnormal, hypoaesthesia, hypersensitivity, dental caries, peripheral swelling, anxiety, adrenal disorder, depression and menorrhagia had not resolved, the constipation was resolving and the vaginal haemorrhage, female sexual dysfunction, migraine, headache, photophobia, fatigue, tooth disorder, pain in extremity and scar outcome was unknown. The reporter considered abdominal distension, adrenal disorder, anxiety, autoimmune thyroiditis, constipation, dental caries, depression, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, headache, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, migraine, night sweats, pain in extremity, pelvic pain, peripheral swelling, photophobia, scar, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. 4 coils from the left ostia and 2 coils from the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pathology test - on (B)(6) 2009: 1.endocervix (curettage}; -fragments of benign endocervical and lower uterine segment mucosa. 2. Endometrium (curettage): -inactive endometrium with pseudodecidualized stroma consistent with exogenous hormone effect. -fragments of benign endometrial polyp no evidence of hyperplasia or malignancy. Ultrasound scan - on an unknown date: the patient underwent a pelvic ultrasound in july 2009, which revealed a probable endometrial polyp or small fibroid, 1.6 x 1.3 x 1.43 in the endometrial cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, apareunia, migraines ,headaches, blurred vision; sensitivity to light, fatigue, device monitoring procedure not performed, dental problems ,pain right leg,scar tissue on right side connected to abdomen and medical device monitoring error were added. Lab data, lot number, concomitant & historical conditions drugs were updated. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune thyroiditis ("hashimoto's disease,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), inflammation ("inflammation,"), weight increased ("weight gain"), night sweats ("night sweats"), abdominal distension ("bloating"), constipation ("constipation,"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands"), hypersensitivity ("allegories,"), dental caries ("decaying teeth"), peripheral swelling ("swelling of feet and legs"), anxiety ("anxious"), adrenal disorder ("adrenal issues"), depression ("depressed.") And menorrhagia ("menorrhagia,"). The patient was treated with surgery (laparoscopy b/l robotic salpingectomy with cornual resection and repair with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, dysmenorrhoea, inflammation, weight increased, night sweats, abdominal distension, constipation, feeling abnormal, hypoaesthesia, hypersensitivity, dental caries, peripheral swelling, anxiety, adrenal disorder, depression and menorrhagia had not resolved. The reporter considered abdominal distension, adrenal disorder, anxiety, autoimmune thyroiditis, constipation, dental caries, depression, dysmenorrhoea, feeling abnormal, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, night sweats, pelvic pain, peripheral swelling and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Diagnostic results: hsg test done. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,lower right pelvic') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease') in a 42-year-old female patient who had essure (batch no. 626278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "a good ablation with nova sure ablation on (B)(6)2009" and device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding and endometrial polyp. Concomitant products included cetirizine hydrochloride (zyrac) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced constipation ("constipation,"), menorrhagia ("menorrhagia,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), photophobia ("sensitivity to light") and fatigue ("fatigue"). In 2010, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), inflammation ("inflammation / inflammation of right leg"), night sweats ("night sweats"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands"), hypersensitivity ("allegories,"), dental caries ("decaying teeth"), peripheral swelling ("swelling of feet and legs"), anxiety ("anxious"), adrenal disorder ("adrenal issues"), depression ("depressed."), pain in extremity ("pain right leg"), scar ("scar tissue on right side connected to abdomen"), flatulence ("only pain I am having is from the gas") and oropharyngeal pain ("my throat hurts from the breathing tube"). The patient was treated with surgery (laparoscopy b/l robotic salpingectomy with cornual resection and repair with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vision blurred had resolved, the autoimmune thyroiditis, dysmenorrhoea, inflammation, weight increased, night sweats, abdominal distension, feeling abnormal, hypoaesthesia, hypersensitivity, dental caries, peripheral swelling, anxiety, adrenal disorder, depression and menorrhagia had not resolved, the constipation was resolving and the vaginal haemorrhage, female sexual dysfunction, migraine, headache, photophobia, fatigue, tooth disorder, pain in extremity, scar, flatulence and oropharyngeal pain outcome was unknown. The reporter considered abdominal distension, adrenal disorder, anxiety, autoimmune thyroiditis, constipation, dental caries, depression, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, flatulence, headache, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, migraine, night sweats, oropharyngeal pain, pain in extremity, pelvic pain, peripheral swelling, photophobia, scar, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. 4 coils from the left ostia and 2 coils from the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pathology test - on 25-aug-2009: 1.endocervix (curettage}; -fragments of benign endocervical and lower uterine segment mucosa. 2. Endometrium (curettage): -inactive endometrium with pseudodecidualized stroma consistent with exogenous hormone effect. -fragments of benign endometrial polyp no evidence of hyperplasia or malignancy. Ultrasound scan - on an unknown date: the patient underwent a pelvic ultrasound in (B)(6) 2009, which revealed a probable endometrial polyp or small fibroid, 1.6 x 1.3 x 1.43 in the endometrial cavity. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : flatulence, oropharyngeal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media report received : events- "only pain I am having is from the gas, my throat hurts from the breathing tube, back pain" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.